Manufacturer narrative:
The shower trolley has been taken out of use when the problem was noticed and the customer facility requested arjo for service. Based on the results of inspection two screws at the stretcher's head end were missing and other two at the same side were loosened. Therefore, the device's stretcher had very poor support on the head side and was able to tilt, so it was replaced. The investigation is ongoing and additional information will be provided in the next report.

Event description:
Arjo was notified about an issue related to concerto/basic shower trolley. It was reported that during check before use the caregivers noticed that the device is unstable and shaky due to the missing screws connecting stretcher with trolley's frame. According to the received information the caregivers cannot clearly state in what circumstances this malfunction occurred. No patient was on the device at the time the defect was detected.

Manufacturer narrative:
An investigation to the customer complaint was carried out and the conclusions are the following. A malfunction was reported to arjo involving the shower trolley concerto/basic. It was reported that during check before use, the caregivers noticed that the device is unstable and shaky due to the missing screws connecting stretcher with trolley's frame. After reporting this issue, arjo technician reached the customer place and found two missing bolts (not removed by arjo) and two loosen. It is unknown when was carried out the last maintenance of this device. The device in hand can be equipped with tilting function, so the stretcher can be tilted to help with cleaning and disinfection. The tilting mechanism is located under the stretcher and can be unlocked by pressing the relevant button. When the tilted stretcher is no more needed it should be put back to the original position and the user should make sure that the mechanism is in a locked position. The concerto shower trolley involved (model number bab100001 and serial number (B)(6)) was equipped with a titling function. Arjo engineer assessed this issue based on photographic evidence provided by arjo technician. Arjo concluded that the most likely cause of this damage is a force applied from the bottom of the stretcher (maybe trying to tilt stretcher without unlocking the lock). Thus, there is no way to cause damage like that if product is used properly. The concerto shower trolley is intended for assisted hygiene care especially showering and bathing of residents in care environments. This equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use (IFU). The concerto shower trolley is subject to wear and tear, so the care and maintenance actions must be performed when specified to make sure that the product remains within its original manufacturing specification. Please note that instructions for use (IFU; 04.ba.05_12 dated on january 2017) delivered with the involved device the customer personnel with sufficient device knowledge should perform regular checks of the device to detect any signs of wear: "every week: check mechanical attachments: tilt the stretcher. (...) When tilted check for cracks in the stretcher." The concerto IFU also provides user with supporting pictures showing devices areas which should be controlled during preventive maintenance activities. The review of reportable events with the involvement of the concerto/basic shower trolleys in last years, revealed a limited number of similar incidents. In conclusion, based on the gathered information, the stretcher screws torn out, so the device did not perform as intended. The shower trolley was not used for patient hygiene, when the malfunction was detected and no event in use occurred. The most likely cause of this malfunction can be attributed to an error during usage of the device, probably by applying force at the bottom of the stretcher, maybe trying to tilt stretcher without unlocking the lock. Although no adverse event occurred, this complaint was decided to be reported to the competent authorities in abundance of caution due to indication of device malfunction (instable stretcher due to lack and/or loose bolts under unknown circumstances) which could have led to hazardous situation upon reoccurrence with patient involvement.